Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced issues with the reservoir. The customer's blood glucose value was 259 mg/dl. The customer corrected with a bolus from the pump. The customer stated that she ended up pulling the o-rings out and insulin spilled. The product was returned for analysis.